Event description:
Procedure: fundoplication. According to the reporter: on returning the device to straight position, the sheath seared and became slightly stuck. Device released with no harm done. No reinforcement material was used. No unanticipated tissue loss nor extension of incision. No unanticipated blood loss and no delay in surgery. No device fragment falling into nor left in the patient. Forceps were opened to correct the condition.

Manufacturer narrative:
(B)(4).